Event description:
A home contacted baxter's technical service ctr for assistance during day drain 1/1 of his automated peritoneal dialysis therapy. The supply bag became disconnected from the supply line of the homechoice set for an unknown reason. Baxter's tech service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.